Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The notification received for the sapphire study indicated that this (B)(6), male patient with a history of chf, diabetes, and dialysis dependant renal failure had an 8.0 x 20mm precise stent implanted in the proximal left internal carotid artery without complication. Approximately 10 months after the index procedure the patient expired. The cause of death was listed as medical (neoplasm, renal, etc.) And was unrelated to both the cordis devices and the procedure. The adjudication minutes received (B)(4) 2011 disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately ten months after the index procedure was medical in origin and not neurological or cardiac related. Although there is no additional information regarding the etiology of the patient's death, the adjudication minutes notes that it was neurological in origin and device related. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Event description:
The notification received for the (B)(6) indicated that this (B)(6) old , male patient with a history of chf, diabetes, and dialysis dependant renal failure had an 8.0 x 20mm precise stent implanted in the proximal left internal carotid artery without complication. Approximately 10 months after the index procedure the patient expired. The cause of death was listed as medical (neoplasm, renal, etc.) And was unrelated to both the cordis devices and the procedure. The adjudication minutes received (B)(6) 2011 disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately ten months after the index procedure was medical in origin and not neurological or cardiac related. Although there is no additional information regarding the etiology of the patient's death, the adjudication minutes notes that it was neurological in origin and device related.